Manufacturer narrative:
Investigation pending.

Event description:
Customer reported potential false negative urine hcg results with the consult diagnostic hcg cassette on two different dates on one patient vs. A quantitative test and ultrasound. A female patient visited the physician's office to confirm the results of a home pregnancy test. On (B)(6) 2015 two false negative tests were observed on this patient with the consult hcg cassette. Testing was performed again with the same lot of consult hcg cassette on (B)(6) 2014 with a negative result. A quantitative test was performed with positive result (no date or actual result provided); test was performed at the hospital. At about 11 weeks into pregnancy and ultrasound was performed; no date provided. Customer stated that they ran the same urine sample on a different lot number (hcg4060147) with a positive result.

Manufacturer narrative:
Customer's observation was not replicated in-house with retention devices. Retention devices were tested with 3 high level of hcg urine controls (205.2 iu/ml, 208.6 iu/ml and 216.8 iu/ml), all results were positive at read time. No false negatives were obtained. Mfg batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.